Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). In the procedure of e-motion, a surgeon tried to fix marker sleeve with bicortical screw, but it was not stable. Therefore, the surgeon changed to new position, fixed the marker sleeve at the position and finished the procedure. However, after the operation, the working end was broken and was found by x-ray. The surgeon explained the situation to the patient and no operation to remove the fragment was planned. According to the surgeon, a little abnormal noise was made during drilling.